Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited muscle stimulation in all vectors as the lead had dislodged. An attempt to reposition the lead was performed but was unsuccessful. This lead was explanted and no longer in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lead was explanted and no longer in service. No additional adverse patient effects were reported.